Manufacturer narrative:
Should add'l info become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.

Event description:
An advance male sling was implanted on (B)(6), 2010. It was reported that the pt now has dysuria, onset (B)(6), 2011. It is considered to be device related but not serious.